Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic with an underlying rhythm of 50 bpm. Chest x-ray confirmed that both the right atrial (ra) and right ventricular (rv) leads had dislodged. No changes or intervention were reported; the patient will be monitored in clinic. The patient was in stable condition.